Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Instrument one was received with a cut in the balloon was unable to be inflated and the locking collar was unable to function due to the break. Instrument two was received with a cut in the balloon was unable to be inflated. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The investigation detected a secondary condition of handling rough due to the broken lock collar. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter: approximately 2 minutes after inserting the trocar into the patient, balloon burst. Another trocar was opened. Then, during surgery, abdominal air pressure was not increased, they confirmed the balloon was broken. The procedure was a laparoscopic sigmoidectomy. The UDI number is was not available. The surgical time was extended by less than 30 min. The status of the patient was reported as there being no problem. There was no tissue damage. The incision site was not extended. The product did not lock on tissue and was removed from the tissue without damaging it. No unexpected or additional bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.